Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. A review of manufacturing records could not be performed as no lot number was provided. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy procedure, the tip of the device bent when the mallet was applied. A back up device was not available. No patient injury or complications were reported. Additional information received indicates the procedure was successfully completed without delay using a competitive device.

Manufacturer narrative:
(B)(6). Smith & nephew was advised by the customer that the product was disposed of and will not be returned for evaluation. (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure, the tip of the device bent when the mallet was applied. A back up device was not available. No patient injury or complications were reported.